Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Middle fell out of oral-b toothbrush head after only a few uses [device breakage]. No adverse event [no adverse event]. Case description: salesforce case number (B)(4). A male consumer of unspecified age reported that the middle fell out of his oral-b brushhead, version unknown after only a few uses with an oral-b rechargeable toothbrush, version unknown. He stated that he had been using oral-b electric toothbrushes for many years. No symptoms developed.